Event description:
From an article titled "the risk of oversizing with sutureless bioprosthesis in small aortic annulus," it was reported that during avr with a perceval s and partial sternotomy, the valve size s was currently deployed and positioned, but the stent kinked at the level of the noncoronary sinus after the aorta was closed. During post-implant (intra-op) tee paravalvular leak was detected. The valve was explanted and aortic root enlargement was performed and freestyle 21 was implanted. The outcome of the patient was good with good functionality of the valve. The patient's aortic cross clamp time was 136 minutes. Additional information received on march 13, 2017: sales will try to obtain the serial numbers but the explanted valves are not available for return.